Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a spinal surgery procedure, as the surgeon was implanting the peek (polyetheretherketone) cage, the threads on the inserter disengaged from the cage, which loosened the inserter. A crack formed in the cage at the site of contact with the inserter. The anterior inferior tantalum marker and some surrounding peek became loose from the cage and need to be removed from the pt. The surgeon elected not to remove the damaged implant from the pt. As indicated in the surgical technique the inserter was being impacted with the slap hammer following proper sizing and distraction of the disc space when the problem occurred.